Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence and subsequent surgical intervention. The instructions-for-use supplied with the device lists recurrence of the hernia as a possible complication. However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for repair of an incisional hernia on or about (B)(6) 2014, a non-bard/davol mesh and an unspecified bard/davol ventrio st mesh were implanted to repair the hernia. The patient underwent surgical mesh removal and repair of a recurrence of the hernia defect on or about (B)(6) 2015. It is alleged that the patient has suffered and will continue to suffer physical pain and suffering, sustained severe and permanent pain, disability, as well as mental anguish and emotional distress. It is also alleged that the device was defective.